Event description:
Incident as reported: laparoscopic cholecystectomy - "during the procedure they noticed trocar leakage when camera was inserted. Then they changed the sealhouse and found the black peace of rubber in the abdomen, which is part of the seal of the trocar. They changed camera-position and than the rubber was not more to see. They have to convert and make a laparatomy to find and recover the rubber." Pt status: pt was informed about the event and went out of hospital without any complaints. Type of intervention: planned laparoscopy was converted to laparotomy to remove the peace of rubber from the seal of the trocar.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.